Manufacturer narrative:
(B)(4). Date sent: 5/2/2024. D4: batch # 456c21. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received unfired. The articulation mechanism was noted to be damaged as would not hold the articulation setting.   Upon visual inspection, the manual override door was noted to be out of position; however, the bailout system was not activated. As additional testing, the bailout door was installed and then, the device was tested for functionality, however, the device was returned with a non-working firing mechanism. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. Also, the distal channel retainer was noted to be damaged. No functional testing could be performed due to the returned condition of the device. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information.   Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the distal channel retainer is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 456c21, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number a9d75t, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
In the course of a lobectomy procedure using the pvs, an error occurred in the process of firing. When surgeon pulled back the safety lock and fired the trigger, the blade was suddenly stopped in the middle of cartridge. As an emergency measure, the surgeon backed off the blade and detach it from the tissue. There were no reported adverse consequences for the patient.